Event description:
Hosp reports one case of removal of pass lp system. When trying to remove nut, instrument broke. Pt was awakened without having his removal surgery. Following this surgery, hosp urgently asked MFR to send new instrument. One month later pt was reoperated on with new instrument.

Manufacturer narrative:
Investigation: device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Conclusion: instrument used was not right instrument to be used to remove nuts.